Manufacturer narrative:
Additional information received on 01 march 2017 and includes: a size 3 of the 4-in-1 cutting block was used for the resection. The cutting block was positioned using the anterior referencing pin holes. The surgeon used the middle holes. Batch review performed on 27 march 2017. Lot 48879k: (B)(4) items manufactured and released on 27 january 2017. Expiration date: 2017-08-13. No anomalies found related to the problem. To date, this is the only event reported on items of the subject lot. On 29 march 2017 the patient matched department provided a review of the planning process and commented as follows: the analysis of the planning process for this case found no errors nor deviations. No extra-analysis is possible, since we did not receive any x-ray. Not available.

Event description:
The distal cut was made with the my knee femoral cutting block in the normal fashion. The pin holes from the my knee femoral cutting block were used to position the 4-in-1 cutting block. After checking with the resection check, the 4-in-1 block was moved 2mm anterior. After the anterior cut was made, it was discovered that the anterior cortex was notched about 1mm when making the anterior cut. The surgery was completed successfully.